Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Unpleasant sensation, irritation on gums. [Gingival discomfort] piece of metal was pushing outward on the brush head, brush head came loose from the pin. [Device breakage] case description: consumer e-mail stated that while brushing her teeth, a piece of metal was pushing outward on the brush head. When she tried to push the piece back in, the brush head came loose from the pin. No serious injury was reported.